Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable elecsys hcg + beta test system result for one patient sample. The initial result was 13 miu/ml with a data flag and was reported outside the laboratory. The physician questioned the result and had the patient redrawn. On (B)(6) 2017, the result from the redraw sample tested with a dilution was 17531 miu/ml. On (B)(6) 2017, the sample from (B)(6) 2017 was repeated and the result was >10000 miu/ml with a data flag. The repeat result and the result from the redraw sample were believed to be correct. The patient was not adversely affected. The reagent lot number was 15654203 with an expiration date of 09/30/2017. The field service representative found there was a misadjusted photomultiplier tube (pmt) high voltage and he adjusted it. As a preventive measure, he adjusted the probe reagent and sample positions, sipper rinse position, reagent mixing paddle rotation, and vertical positions. He successfully ran performance testing, calibration, and precision. The customer ran calibration and qc with results within specifications.